Event description:
It was reported that the patient had the artificial urinary sphincter removed due to bulbar urethral erosion and pain with blood in the urine. A catheter was placed prior to the erosion. The physician diagnosed the erosion by cystoscopy. The physician indicated the cuff was the incorrect size. The patient was also treated with pain medication. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon, occlusive cuff, and a control pump of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. Inspection of the pump and cuff components revealed no damage or irregularities. The balloon failed functional testing at 57.2 cmh2o for product specifications within (61-70 cmh2o). The balloon tested below product specifications indicating a malfunction with the device. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Product analysis confirmed a device malfunction with the balloon component. A product malfunction was identified but could not be identified as the probable cause of the reported events. The reported adverse events (erosion), (pain) and (hematuria) that are included as potential adverse events within the product labeling.

Event description:
It was reported that this artificial urinary sphincter (aus) was deactivated due to bulbar urethral erosion and pain with blood in the urine. A catheter was placed prior to the erosion. The physician diagnosed the erosion by cystoscopy. The physician indicated the cuff was the incorrect size. The patient was also treated with pain medication. The aus cuff will be replaced after the erosion heals. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was deactivated due to bulbar urethral erosion and pain with blood in the urine. A catheter was placed prior to the erosion. The physician diagnosed the erosion by cystoscopy. The physician indicated the cuff was the incorrect size. The patient was also treated with pain medication. The aus cuff will be replaced after the erosion heals. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms and clinical observations of pain and hematuria resulting from incorrect cuff size leading to urethral erosion are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.